Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). A potential root cause for this failure mode could be due to incorrect eye size - undersized. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was left with an indwelling urinary catheter on (B)(6) 2024, at the end of an electro cutaneous prostatectomy for urinary drainage to flush the bladder. Midway through the procedure, the catheter was found to be not draining well, and was immediately replaced with a new catheter, which performed well and did not have an adverse reaction.